Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated field; d9, h2, h3, h6, h11 the device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: error b30 scope communication error. A definitive root cause could not be identified. Based on the results of the investigation, the device showed evidence of error b30 (scope communication error) due to a faulty printed circuit board, which is consistent with the reported event. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the colonovideoscope had a scope communication error. The issue occurred during reprocessing. There were no reports of patient involvement.